Manufacturer narrative:
(B) (4)the device has been received for evaluation. A follow-up report will be filed when evaluation has been performed.

Event description:
The baxter global technical services associate called corporate product surveillance on december 15, 2009 to relay report received from the biomedical technician at customers facility. The biomedical technician received report from nurse indicating that a pcaii pump had been programmed to deliver 9 milligrams of morphine in ICU on a male patient. The nurse reported the pump was programmed in pca mode, with a dose of 3 mg, delay 10 min, 9 mg to deliver in one hour. The nurse reported pump alarmed when 9 mg was delivered and pump history indicated 15 mg of morphine was delivered. The nurse checked the programming of the pump and all programming was correct. The biomed technician tested the pump and could not get pump to overinfuse. The biomed technician stated that no patient injury or medical intervention has been reported. Patient is not showing any signs of overdose. No further information is available at this time.